Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an operation on a dynamic hip screw (dhs) patient on (B)(6) 2013, the tip of the tap was broken during normal use. The broken tip of the tap remained in the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Received date reported in error. Device has not been received. Device is a multiuse instrument. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.